Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up, this right atrial (ra) lead exhibited high impedance measurements of greater than 2500 ohms; noise on the stored electrograms (egms); and increased threshold measurements. Noise and oversensing were also noted with isometrics, but with no pacing inhibition. A surgical revision was performed and the lead was tested via the pacing system analyzer (psa). Diagnostic measurements with the psa included high threshold measurements at 4.5v at 0.5 ms, intrinsic amplitude measurement of 0.4mv, and an impedance measurement of greater than 2500 ohms. The lead was surgically abandoned, and a new lead was implanted. The diagnostic measurements with the new ra lead were within normal limits when attached to the chronic device. No additional adverse patient effects were reported.